Event description:
It was reported that during an lap cholecystectomy, the active blade broke. The piece did not fall into the patient. Another device was used to complete the procedure. There was no patient consequence.